Event description:
It was reported that the patient experienced poor flow, which was suspected to be urinary retention, after the water vapor therapy procedure (B)(6) 2025). The previous treatment was completed without any device malfunction or serious adverse event on (B)(6) 2023. Two injections were performed on the right lobe and two injections were performed on the left lobe, with minor bleeding and bubbling observed in both cases. No injection was performed on the middle lobe. A urinary catheter was placed on the day of surgery and removed on (B)(6) 2023, as planned. Medical treatment with a pde5 inhibitor was provided, and no retreatment surgery plan was reported. This complaint refers to the delivery device.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The following fields were corrected in this report- e2 health professional. E3 occupation. G2 report source.

Event description:
It was reported that the patient experienced poor flow, which was suspected to be urinary retention, after the water vapor therapy procedure (B)(6) 2025). The previous treatment was completed without any device malfunction or serious adverse event on june 2nd 2023. Two injections were performed on the right lobe and two injections were performed on the left lobe, with minor bleeding and bubbling observed in both cases. No injection was performed on the middle lobe. A urinary catheter was placed on the day of surgery and removed on (B)(6) 2023, as planned. Medical treatment with a pde5 inhibitor was provided, and no retreatment surgery plan was reported.